Manufacturer narrative:
The device was returned for analysis. The returned valve prosthesis appears in general good storage conditions. The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. The leaflet height verification confirmed the compliance of this dimensional parameter. The go-no go test confirmed the absence of dimensional irregularity. The deployment simulations and the static leak tests, performed on the returned valve, did not highlight evidence of paravalvular leaks. Based on the performed analyses, it is possible to exclude any relationship between the device and the reported issue as no device related malfunctions or abnormalities were detected. The manufacturer is presently performing a review of the device history records to ensure the device met all required standards at the time of manufacture and release. Fields changed: b4, g4, g7, h2, h6.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Based on the performed analyses, it is possible to exclude any relationship between the device and the reported issue as no device related malfunctions or abnormalities were detected. The returned prosthesis satisfied all the manufacturing requirements at the time of manufacture and release.

Event description:
On (B)(6) 2020 a patient received a perceval pvs25 sutureless aortic heart valve as part of an avr. No issues were identified with the indwelled position and shape, the aorta was closed and checked via transesophageal echo, but regurgitation was observed in area from rcc to ncc. Since no indwelling position misalignment or valve opening/closing abnormalities were observed on the short-axis image, it was decided to perform a re-implantation. When the perceval was exposed, the annulus distortion and leaflet distortion were checked, but they could not be confirmed. Some portion of the valve appeared small. The valve was analyzed after explant and a section of leaflet at the cusp seemed to be shorter. When sizing was performed again and another percevall (same size, l) was indwelled, the implant was successful without any problems. Extended extracorporeal circulation time was 20 minutes. No problem observed after the procedure. The patient is currently being followed. (B)(6).